Manufacturer narrative:
Follow-up #1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons are intermittently responsive and require multiple buttons presses to elicit a response. The down arrow and ok buttons required increased force to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Additionally, a crack was found at the battery compartment extending from the finger pad to the primary case seal. No moisture damage was evident within the battery compartment upon investigation. The audio bolus button was found to be unresponsive and is difficult to push. The audio bolus plug contact was found to be misaligned and contamination was present.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that all keypad buttons were intermittently unresponsive when pressed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.